Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system developed an infection at the xyphoid incision that did not heal with antibiotic treatment, therefore was explanted. The device and electrode are not expected to be returned. No additional adverse patient effects were reported.